Event description:
A user alleges that on (B)(6) 2011, there was no growth on a control sterrad cyclesure 24 biological indicator. The sterrad system was not a suspect device as it did not malfunction. There is no known report of injury or harm as a result of the unrecalled load. This is report one of two similar complaints associated to the same lot of sterrad cyclesure 24 biological indicator. The customer stated that they changed to a new lot number and the issue resolved.

Manufacturer narrative:
Correction: device expiration date: 2012-01. Device available for evaluation: yes. Return to manufacture: (B)(4) 2011. Device evaluated by manufacturer corrected to yes. Device manufacture date: 10/22/2010. Asp investigation summary: the investigation included a review of the device history, trending by product line and system serial number, failure mode and effects analysis and the system use and misuse analysis. The DHR (device history record) was reviewed and there were no anomalies that would lead to a no-growth positive control bi. The complaint history review for the cyclesure bi for suspected positive bi did not indicate a significant trend. Trending analysis for suspected positive bi issues associated to the cyclesure did not indicate a significant trend. The fmea (failure mode and effects analysis) assessment for this issue revealed an acceptable level. The shuma (system use and misuse analysis) reveals that the residual risk for this issue is broadly acceptable. The customer complaint of 'no growth of bi control' is attributed to user error. The suspect no-growth bis had a golden ci disc color, indicating that they had been exposed to sterilant. Improper general storage conditions were ruled out as a cause of the golden ci discs because the color was uniform and complete. Additionally, the unused RMA (returned) bis had ci discs of a uniform dark red color and met growth requirements. It is not known if the positive controls were kept near the sterrad during the cycle as the customer was non-responsive. The growth analysis was performed on the three suspect no-growth bis and as expected, after 72 hours of incubation, there was no growth. Of the (B)(4) unused RMA (return) bis examined, all (B)(4) exhibited growth following 24 hours of incubation. (B)(4) retain bis were also examined for growth, and all product functioned as intended, wherein unprocessed bis exhibit growth and processed bis do not. Further supporting the claim of 'user error' is that two of the three returned suspect no-growth bis had not been crushed, which is an IFU-required step prior to incubation. Although the load was unable to be recalled, no injury or harm is being reported as a result of the incident.

Manufacturer narrative:
This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2011-00020 and 2084725-2011-00021.